Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, tissue was grasped, but the clip would not release from the delivery catheter. The clip was pulled from the tissue which led to additional bleeding and tissue damage. The device was withdrawn from the patient with the clip attached, and then the bleed was stopped and the procedure completed using another resolution clip device. The device was not tested prior to use. Reportedly, there was a 2-3 minute delay in the case due to the device exchange. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, tissue was grasped, but the clip would not release from the delivery catheter. The clip was pulled from the tissue which led to additional bleeding and tissue damage. The device was withdrawn from the patient with the clip attached, and then the bleed was stopped and the procedure completed using another resolution clip device. The device was not tested prior to use. Reportedly, there was a 2-3 minute delay in the case due to the device exchange. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing and the control wire separated from the clip assembly. The clip assembly could not be deployed and the prongs could not be opened or closed. In addition, there was a kink in the control wire. The reported event of clip failed to release from the delivery catheter was confirmed through analysis of the returned device. The evaluation revealed that the clip assembly was mashed onto the bushing which prevented its release from the delivery catheter. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.